Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units. This is the first of three reports. Refer to 8030647-2022-00065 for the second report. Refer to 8030647-2022-00066 for the third report. It was initially reported that the neonatal intensive care unit (nicu) staff were having an issue with the 8fr suction catheter not working properly. There was no report of injury. Additional information received 25jan2022 reported, that when the closed suction catheter (csc) was changed it did not suction when the button was pushed. The catheter was replaced; there was no report of injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. Visual examination of the device revealed no breakages or damages and no signs of damaged/ pinched/ curved tubing. Testing of the sample revealed when the device was attached to the mobivac suctioning equipment that suctioning did no occur when the thumb valve was pressed. The reported event was confirmed as reported; however the root cause is undermined. The device history record for lot 30142958 was reviewed and the product was produced according to product specifications. All information reasonably known as of 16 may 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.